Event description:
A medtronic representative reported that, while in a spinal procedure, a slap hammer was damaged when the surgeon was trying to remove a clydesdale cage. The portion that fits around the button of the inserter was sheared off. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available at time of this report. Us class I product and does not require 510(k). Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement slap hammer shipped to site. Suspect device has not been returned to manufacturer for evaluation. Part not returned to manufacturer.

Manufacturer narrative:
Patient information now provided. Weight was requested, but unavailable.the date medtronic became aware of this event and the date of the event were originally reported as (B)(6) 2013, but was actually (B)(6) 2013.multiple attempts to retrieve the suspect device have been unsuccessful.